Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, the flow transducer test, o2 cell/sensor test, patient circuit test and internal leakage test also failed. Traces of liquid and deposition were found in air gas module and nozzle unit of air gas module was physically damaged. Maintenance kit including nozzle units were replaced and air gas module was cleaned. The device's logs and defective nozzle were not provided for further analysis. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The air gas module regulate the inspiratory gas flow and gas mixture. The deposition, liquid contamination in the air gas module as previous investigation has shown, had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. It remains unknown, when the nozzle units were last replaced. The conclusion is that the ventilator failed to meet its specifications. The nozzle unit is the cause of the issue due to a broken feather spring on the nozzle unit. The conclusion is that the device did not fail to meet its specification. The source of liquid contamination in the air gas module is local compressor.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. Moreover, the air gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).